Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The necessary manufacturing history was not provided for review. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4), manufactures a similar device in the united states under 510k number k023357. The following sections could not be completed with the limited information provided: device code - expiration date ni. Initial reporter - name ni. This report is number 1 of 4 mdrs filed for the same patient (reference 3002806535-2016-00562 / 00563 & 1825034-2016-02658 / 02659).

Event description:
It was reported that patient enrolled in a clinical study and underwent a right closed reduction procedure approximately twenty-four days post-implantation due to luxation.